Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-aug-2025 investigation summary material number : 367957 batch number : 5101919 bd received (B)(4) samples for lot number 5101919 for investigation in addition to 2 photographs. The evaluation of the photographs showcases gel air bubbles; however, poor barrier separation is not observed. A total of (B)(4) returned samples from each lot number were inspected, and no defects relating to poor barrier separation were found. Gel air bubbles were not observed for lot number 5101919. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. This complaint has been confirmed for lot 5101919, for the indicated failure mode gel airbubbles-before use. This complaint is unable to be confirmed for poor barrier separation with respect to lot 5101919. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the low defect rate for the batch in question, no actions are planned at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 4 of 4. It was reported that while using the bd vacutainer® sst¿ ii advance that the gel in the tube fragments does not separate the cell fraction from the serum properly. This occurred in 400 tubes. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot #: 5101919. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.4 UDI#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4. It was reported that while using the bd vacutainer® sst¿ ii advance that the gel in the tube fragments does not separate the cell fraction from the serum properly. This occurred in 400 tubes. No patient impact reported.